Event description:
It was reported that the device had short battery longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Product ID: 6931-58, defib lead, implanted: (B)(6) 2006; 5076 non-defib lead implanted (B)(6) 2013; 4194 non-defib lead, implanted: (B)(6) 2006. (B)(4).